Event description:
This spontaneous case was reported by a physician and describes the occurrence of complication of device insertion ("insert could not be placed, patient will have to undergo another surgical procedure") in a female patient who have an attempt of essure insertion (ess205) (batch no. 620726). The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205) . On (B)(6) 2007, the same essure (ess205) insertion, the patient experienced complication of device insertion (seriousness criterion medically significant) and device deployment issue ("impossible to release the insert from the guide wire despite correct position in tube, released upon passing through the cervix during withdrawal of the catheter"). At the time of the report, the complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for device deployment issue and complication of device insertion with essure (ess205). Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the insert could not be placed and patient will have to undergo another surgical procedure. The reported event is serious due to medical importance and anticipated in essure's reference safety information. In this particular case, during insertion procedure it was impossible to release the insert from the guide wire, despite correct position in tube, it released upon passing through the cervix during withdrawal of the catheter and the insert could not be placed. Patient will undergo to another surgical procedure. Considering that the event occurred during essure's insertion procedure, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but which might lead or might have led if occurred under less fortunate circumstances. The product technical analysis has been sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of complication of device insertion ("insert could not be placed, patient will have to undergo another surgical procedure") in a female patient who had essure (ess205) (batch no. 620726) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion (seriousness criterion medically significant) and device deployment issue ("impossible to release the insert from the guide wire despite correct position in tube, released upon passing through the cervix during withdrawal of the catheter"). At the time of the report, the complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device deployment issue with essure (ess205). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: complication of device insertion: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Further company follow-up with the pharmacist is not possible. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the insert could not be placed and patient will have to undergo another surgical procedure. The reported event is serious due to medical importance and anticipated in essure's reference safety information. In this particular case, during insertion procedure it was impossible to release the insert from the guide wire, despite correct position in tube, it released upon passing through the cervix during withdrawal of the catheter and the insert could not be placed. Patient will undergo to another surgical procedure. Considering that the event occurred during essure's insertion procedure, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but which might lead or might have led if occurred under less fortunate circumstances. According to product technical analysis, a quality defect could not be confirmed but is considered plausible.